Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette without an alarm. This occurred during set up of peritoneal dialysis therapy; patient was not connected. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the patient had thought that they may had seen a hair in the cassette. It was previously reported as air in tubing.